Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Clinical problem code (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient had an allergic reaction immediately after spaceoar hydrogel placement. The patient had a visible rash on his belly, chest, arms, neck and legs. The patient also experienced vomiting, hypertension, loss of consciousness, shakes, disorientation and seizures. In the physician assessment, the allergic reaction was caused by the hydrogel components, polyethylene glycol (peg) or trilysine buffer solution. The patient was sent to the emergency room (ER) and was treated with two (B)(6) pills to control the allergic reaction. The patient was then sent home and reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.